Event description:
Customer's father reported that on (B)(6) 2014 customer, a child who uses an omnipod insulin pump in conjunction with adc test strips involved in an ongoing recall, began to experience abdominal pain and vomiting. Caller indicated she had been getting unspecified successive high readings using the omnipod and the fs test strips, but then noted the readings were "70 points lower when compared to (unspecified readings) obtained on their fs freedom blood glucose meter". Customer was taken to a local healthcare facility where she was admitted, diagnosed with dka (diabetic ketoacidosis) and treated with an intravenous infusion of unknown type, in addition to unspecified anti-nausea and pain medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.